Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was making an unusual beeping noise occasionally. The customer described the noise as a bubble bursting. The customer's blood glucose was 125 mg/dl. He stated the beep anomaly had occurred three times in one day. The alert type in the insulin pump was set to vibrate. The customer was assisted in setting the alert type to beep long. A self-test was performed and the insulin pump beeped during the tone test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no unusual audio anomaly was noted. No unexpected alarms occurred during testing. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.